Event description:
It was reported that 3 days post coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The physician implanted a taxus express2 8.8% unknown size drug eluting stent in an unknown vessel. Sometime between the stenting and three days post stenting, the pt began complaining of a high temperature, edema and a skin rash on the face. It is unknown how the pt was treated. Additional info has been requested.